Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the 4194 lead was unable to be implanted due to patient anatomy. The lead was abandoned and a 4196 lead was used instead. No patient complications have been reported as a result of this event.